Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc file broke during use. The patient's tooth was extracted.

Manufacturer narrative:
The two returned reciproc files r25 8/100 25mm 025 have been analyzed. One file is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. The second file is worn out at the tip but is not broken. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #(B)(4). Root causes are not identified. We will track this kind of event and monitor the trend.